Manufacturer narrative:
No information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim. They reported that the device never really worked and that their doctor was aware of it. The patient said they had turned the device off and stopped using it. When asked, the patient wouldn't confirm the actual date. There were no patient complications reported as a result of this event.